Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear about a month prior to contacting lfs. The patient manages his diabetes with insulin (self-adjuster). The patient claimed he took his usual dose of insulin (20 units) at 2:00am on (B)(6), 2014, in response to the alleged meter issue. The patient reported developing a ¿diabetic coma¿ 4-5 days after the alleged issue began. As a result of the symptom, the patient claimed he was treated with IV fluids at the emergency room at 3:00am on (B)(6), 2014. The patient claimed a blood glucose reading was performed on the ER meter at 3:00am and a reading in the ¿low 40s¿ was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr confirmed that he correct testing process was being followed and that the test strips completely drew in the sample. The csr walked the patient through a retest and the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.